Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the reverse trigger would get stuck causing unintentional running of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.